Manufacturer narrative:
(B)(4). Additional information requested and received: can you please explain what is meant by ¿had the feeling that mosted grasped tissue was melted¿? Sorry for my confusing description: tissue was fully grasped and compressed, handling trigger fully closed. During firing process tissue was pushed forward to the distal end of jaws. Prior to firing the device, did the jaws of the device completely clamp closed onto the tissue and hold it in place? Yes, prior to firing tissue hold in place when device was closed. How was the tissue with the malformed staples addressed? As mentioned in the report surgeon was able to re-grasped the tissue more laterally and placed a second/new reload to ensure that the cut tissue is safely closed.

Manufacturer narrative:
(B)(4). Batch r5an35. Additional information requested but not received: can you please explain what is meant by ¿had the feeling that mosted grasped tissue was melted¿? Prior to firing the device, did the jaws of the device completely clamp closed onto the tissue and hold it in place? During the firing process did the knife push the tissue forward? How was the tissue with the malformed staples addressed? Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, first two staple lines were properly formed. During the third fire process he recognized a slower process and had the feeling that most of the grasped tissue was melted and pushed forward. After opening the stapler he saw that tissue was cut but staples were not properly formed. They changed to a new device, loaded with a new reload. Dr. Re-grasped the tissue (a bit closer to the intragastric tube) and could close the caff and finish the procedure without any further circumstances. Procedure was delayed by fifteen to twenty minutes.